Event description:
It was reported that there was a high impedance issue during an impedance test. Electrodes 0-7 were 10000. A revision was scheduled for (B)(6) 2015 to replace the lead. Impedances were good intra-op and before closing. At post-op, 0-7 was out. The patient was seen on (B)(6) with impedance 0-7 still out. There was no coverage for bilateral legs due to 0-7 impedance being out. At the replacement, it was determined that the lead was perfect and the lead was not locked into the battery. The battery was changed because the patient requested to go to a non-rechargeable system. No system malfunctions were seen intra-op. The patient was doing perfect now and coverage was great.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3888-33, lot # va0nc7w, implanted: (B)(6) 2015, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).